Event description:
It was reported there was oozing around a cordis sheath throughout an interventional procedure. Lidocaine with epinephrine injection was given at femoral sheath insertion site during the interventional procedure. A preplacement angiogram was performed and a 6f angio-seal device was deployed successfully. The arteriotomy site oozed slightly after the suture was cut. Later that day, the pt's hemoglobin dropped from 16 to 9 and a retroperitoneal bleed was diagnosed. The pt was transferred to ICU and 3 units of packed cells were administered. The pt was on anticoagulants as prescribed including heparin, lovenox and reopro. Physicians orders were written post procedure not to restart heparin. The nurse gave a dose of lovenox that evening after which the pt bled. The pt remained in the hospital another 4 days and was reported to be recovering.